Event description:
See intial report.

Manufacturer narrative:
Livanova received a report the cautery cable came apart into 2 pieces on the field. Visual inspection of the returned unit found the cable separated into two pieces. The received handle of cable was printed with elmed pn 52005-42 lot e0220. However, livanova could not determine the full traceability of the finished product (evh), since that cable is one a component of a larger device. Review of the livanova complaint database did not identify any other similar event for this type of product. The event is an isolated case. Livanova believes the most probable root cause was a user mishandling: excessive force has been applied to the cable thus causing its unseating from its housing. The risk is acceptable. Livanova will keep monitoring the market for similar events.

Manufacturer narrative:
Patient information was not provided. Model and lot of the complained bipolar unknown. Therefore, also expiration date and UDI are unknown. Model and lot of the complained bipolar unknown. Therefore, also manufacturing date is unknown. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report that, during a procedure, the cautery cable came apart into 2 pcs on the field. The wires fell out of the potting of the cable with the bipolar fcp still attached. There is no report of any patient injury.